Manufacturer narrative:
Implant date: exact implant date is unknown; approximate implant date is (B)(6) 2021.

Event description:
It was reported that the patient was experiencing leg weakness and numbness and the indirect decompression spacer did not provide pain relief. The patient underwent a spacer explant procedure. The device will not be returned as it was discarded by the medical facility.